Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, plaque was seen in the aortic arch. The delivery catheter system (dcs) passed through the aortic arch using a non-medtronic guidewire. The valve was implanted into the native valve. Following the procedure, the patient was slow to awake from anesthesia. Hemodynamics in the lower limbs was poor and it was suspected a thrombus may have traveled to the periphery. A magnetic resonance imaging (MRI) was performed and confirmed a cerebral infarction. Per the physician, the dcs contributed to the cerebral infraction. A piece of thrombus traveled causing the cerebral infarction. Following the MRI, an occlusion due to thrombus was also suspected, however it resolved. No treatment was reported. The patient did not have a medical history of any coagulopathy issues or other blood disorders. The patient was reported to be conscious and was placed under monitoring. The patient recovered. No additional adverse patient effects were reported.